Event description:
It was reported that an unspecified quantity of minicap transfer sets were leaking from the twist clamp. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. It was further reported that the twist clamp would not close fully and therefore fluid was leaking out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it would not be specified if the leak location was at the clamp level or the female connector end (previously reported as a leak at the twist clamp). Should additional relevant information become available, a supplemental report will be submitted.